Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the communication sled not being secured by the hook within the e-drawer. A field service engineer hooked the communication sled inside the e-drawer and reseated the pyxibus cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system was offline, which hindered users from accessing medication for a patient. The customer stated that the metal panel located on the back of the main unit, where the ethernet and cables connected to it were pressed inward, which may have contributed to the device's inability to connect to the network. This situation resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.